Event description:
It was reported that the helix of the right atrial (ra) lead that was about to be implanted was noted to "jump" out from the tip with rotation instead of advancing out smoothly. It did not come out straight either. The ra lead was not used and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. The analyst noted that there was no distortion of the helix or anomalies in its operation.